Manufacturer narrative:
Manufacturers ref# (B)(4). After investigation the event for this pr# is no longer reportable. Summary of investigational findings: during advancement from femoral approach the filter penetrated the sheath in the iliac vein. The femoral introducer as well as the delivery sheath were withdrawn. Reportedly, the patient did not experience any adverse events due to this occurrence, thus assuming that another filter was successfully placed. The pre-dilator, the severely damaged filter with misplaced secondary legs, the jugular introducer, the femoral introducer, and the coaxial introducer sheath system were returned. The blue introducer sheath had more squeezed areas/kinks and a penetration approx. 185mm from the distal tip. On the femoral introducer the red safety button was pressed down, ie the system was unlocked and distally a lot of blood was noted inside the cup. However, after soaked in water the cup moved freely and the system worked as intended. Based on the investigation findings and the unlocked femoral introducer it is suggested that the filter was pushed through the kinked sheath, likely during attempt to release the filter inside the iliac vein, before verifying a correct placement of the filter inside the sheath. When the incorrect placement was discovered, the filter had already penetrated the sheath and was pulled backwards into the sheath before withdrawing femoral introducer and sheath from the patient. According to the instructions for use supplied with the device the position of the filter hook inside the introducer sheath and caudal to the renal veins must be verified before the introducer sheath is withdrawn for filter release. There are adequate controls in place to ensure the device was manufactured to specifications. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): k211875. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: during the placement of the preinstalled femoral vein filter introducer into the delivery system, the filter is perforated from the delivery sheath into the iliac vein, and the doctor immediately withdraws the delivery sheath and the preinstalled femoral vein filter importer together. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturer ref# (B)(4). **UDI related data quality updates only** this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.